Event description:
Three endeavor sprint rx drug eluting stents were implanted in a bifurcation of the mid lad and the second diagonal branch during the index procedure. A side branch dissection is reported to have occurred. The patient was asymptomatic at discharge. At the 30 day, 3 month and 6 month follow ups there was no change in the patient angina status. Approximately 11 months post the index procedure the patient was re hospitalized due to restenosis of the target lesion. A drug eluting stent was implanted (brand unknown). The investigator has indicted the event was probably related to the study device and procedure. Outcome was reported to be successful. (Ref MFR # 9612164-2011-01516, 9612164-2011-01517 <(>&<)> 9612164-2011-01518).

Manufacturer narrative:
Evaluation results - inherent risk of procedure (dissection). (B)(4)